Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was treated with one 6.0 x 80mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The lesion was also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified. A right distal sfa in-stent restenosis (80-90%) was treated with laser atherectomy and pta/standard balloon angioplasty on 08-nov-22. It was reported as a target lesion revascularisation/target vessel revascularisation (tlr/tvr). There was stenosis of the middle sfa treated with angioplasty, laser atherectomy and stenting. There was also stenosis of the popliteal and tibioperoneal trunk (tpt) treated with angioplasty and laser atherectomy. The restenosis event was reported as not related to the device or procedure but due to a worsening of the patient's pre-existing condition. It was reported as target lesion related. It was reviewed by veryan on 28-nov-22 and considered possibly related to the device. The device remains implanted and the event is reported as resolved/recovered.